Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the desktop charger bent and loose. Patient stated ins battery was depleted and patient services (pss) was unable to ask as patient disconnected. Additional note stated that patient got upset after pss was unable to get a hold of repair and offered to send a message for repair to call patient back. Patient stated the battery in his back was dead. Pss tried calling the patient back and was unable to get a hold of the patient. A replacement desktop charger would be sent to patient. It was noted connector pin was bent or loose. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin broke. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(4): product type recharger device was returned and analysis had not yet participated.